Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2016 03:23:44 (B)(6) initial notes: I started my new my pump this morning. I woke up with several alarms saying I'm a diabetic and it said to press buttons . So I got up to check my bg and it was 187 and my sensor was reading 63. So what I did was remove the sensor and there was a little bit of blood and it was a little bit uncomfortable and irritation. Inquired what led up to the complaint. Customer response: customer states she woke up this morning because her pump was vibrating and when she checked it, it said she ...